Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, a thrombus was identified on the surface of the closure device. In (B)(6) 2023, the patient discontinued dual anti-platelet therapy and began apixaban in response to the thrombus.